Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that the receiver alerted him to a low and shortly after he had a seizure. The patient's wife gave him orange juice and he was able to recover. No visit to the hospital made and the paramedics were not called. There was no alleged device malfunction. No additional event or patient information was provided.